Manufacturer narrative:
(B)(4).

Event description:
(B)(4) adjudicated that the patient suffered a myocardial infarction (mi) 9 days prior to death.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one endeavor sprint rx drug-eluting stent implanted to the proximal rca. Approx two months post index procedure, pt death occurred cause of death ami. The investigator indicated the reported event was possibly reported to the study device. (Ref MFR #9612164201101192).